Manufacturer narrative:
Unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens, -12.0/+1.0/174 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Corrected data/ device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture on lens. Visual inspection found no visible damage. This report is being submitted per FDA request. This report was previously filed with incorrect MFR number. Claim# (B)(4).

Manufacturer narrative:
Corrected data: this report is being submitted per FDA request. This report was previously filed with incorrect MFR number. Claim# (B)(4).